Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00604. It was reported that the patient's leads had migrated. X-rays were taken and confirmed the migration. As a result, surgical intervention may be pending.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00604. Follow up revealed that surgical intervention was taken to explant the patient's system.